Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 1 had failed and was showing a not detected on bus status, which caused the station to crowbar. A field service engineer (fse) replaced the retractor and drawer control board, ran diagnostics, and tested all drawers and pockets, which were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system suddenly shutdown and the screen went black. Customer tried to reboot the system and reseat the power connection but failed. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.